Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the medium-large clip applier instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the medium-large clip applier instrument clips would not deploy appropriately. There was no reported injury. On 05/05/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: clips would not deploy appropriately. Intuitive surgical, (isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or to the clip applier jaws remaining static/not moving when surgeon commanded movement. A backup was used to resolve the issue.